Event description:
Customer reported low blood glucose event. The paramedics were called to treat a low blood glucose reading. The current blood glucose reading is 27 mg/dl. Customer has treated with food. Customer has been experiencing low blood glucose for two weeks. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.